Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the incident. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction returns, and they expressed interest in proceeding with the renewal process.